Event description:
Event description guidant received information that this left ventricular pacing lead was explanted when it exhibited loss of capture at @ 7 5v @ 2 oms. The lead was reported to be clotted. ,